Event description:
Information was received from the patient regarding an external device to an implantable pump infusing unknown morphine and bupivacaine. It was reported that the personal therapy manager (ptm) worked great for the first 2-3 weeks and then the ptm got stuck at 90% and took 10 minutes to connect to give a bolus. The patient was assisted with clearing the data and resetting the handset. The patient was able to connect the ptm with the pump very quickly.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.